Manufacturer narrative:
On 26-may-2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-jul-2023, mentor became aware that a device received on 10-jul-2023 belongs to this complaint. On 24-jul-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the breast implant. Leak testing was performed in accordance with mentor's procedure. Findings revealed a tear at the union between the shell and the patch, on the posterior view. No other leak sites were detected. Microscopic examination was performed, and the cause of the deflation could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-mar-2023, mentor received additional information about the event: - the patient dob is 05-sep-1985. - an updated event date of 06-mar-2023 was reported. - the suspect medical device is a mentor smooth round moderate plus profile 300cc saline breast prosthesis, catalog #3502300, lot #6591881, serial # (B)(6), UDI #(B)(4) PMA #p990075. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. - the implantation date is (B)(6)2015 - the patient is scheduled to undergo explantation on (B)(6)2023. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2023. On 11-apr-2023, mentor became aware that previously-submitted manufacture report numbers 1645337-2023-03573 and 1645337-2023-03763 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor smooth saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).